Event description:
It was reported that during implant attempt, the helix mechanism would not retract and there was positioning/fixation difficulty. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) no anomalies found: blood observed in/on helix mechanism. Full lead returned and analyzed.